Event description:
It was reported that during device change out due to eri, externalized conductors were observed via fluoroscopy. A decrease in r-waves sensing and pacing impedance were also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.